Event description:
Facility alleged that during the treatment, pt was found unresponsive by pt care technician. The pct started to administer saline and put the pt's head back (trendelenberg position), staff then noticed blood on the floor and realized that the venous needle dislodged from the pt's access. Facility staff alleged that the machine did not alarm. The remaining saline was administered through the arterial needle. A total of 1500 ml. Of saline was given. Clinical staff were not sure how much blood was lost. Pt soon became responsive. Pt remained at the clinic for another ninety minutes. Pt was then discharged in stable condition. Pt was admitted to the hosp later that evening. Pt died three days later on 1/16/97 during the hospitalization. Cause of death was reported as ischemic bowel.